Event description:
Easyclip ezm10-10 was reported to have "opened but did not close" when implantation was attempted. There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.